Manufacturer narrative:
. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was not working as it should. It was stated the patient became septic and had a hospital stay of eight days.